Event description:
This is filed to report one of the l-lock tabs was detached. It was reported that during preparation, after establishing final arm angle (efaa); the clip did not open. Troubleshooting was unsuccessful. The device was not used. A new mitraclip delivery system was used. There was no clinically significant delay during the procedure. Return device analysis observed one of the l-lock tabs was detached. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip open-inability) confirmed via returned device analysis. In addition, broken l-lock tabs, scratched l-lock tabs, twisted l-lock tabs, bent on the actuator coupler, and deformed on harness were observed. The observed broken l-lock tabs, scratched l-lock tabs, twisted l-lock tabs, bent on the actuator coupler, and deformed on harness appear to be due to the user techniques and troubleshooting maneuvers of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported difficult to open or close (clip open-inability) cannot determined. There is no indication of a product issue with respect to manufacture, design, or labeling.